Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that three infusion sets were removed early due to blood glucose rising. The events occuured on 07th mar, 20th mar and 28th apr 2024. The set was in use between one - two days. The patient's blood glucose was high and was treated with correction injection via mdi. The patient had moderate ketones. No further information available.